Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed and unable to recover. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one drawer had failed. A field service engineer worked with the customer on recovering chores. One drawer was recovered, but the other remained failed. The system functioned as intended after the field service engineer assessed the device.